Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was living in a nursing home. The patient suddenly collapsed and deceased. The cause of death could not be determined. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was available at this time.